Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had ineffective therapy that reprogramming was unable to resolve. Diagnostic report indicates there were multiple high impedances. Surgical intervention may be taken at a later date to address the issue.